Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hy dromorphone) with an unknown concentration for a total dose of 2.8mg/day and bupivacaine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported on an unknown date patient was having pain symptoms and healthcare professional (hcp) increased the dose multiple time without pain relief. It was noted on (B)(6) 2017 manufacturer representative (rep) was called to cover dye study. It was noted there was no environmental/external/patient factors that may have led, caused, or contributed to the event. It was noted a dye study was performed and they were unable to aspirate the catheter. It was noted surgery was planned. The issue was not resolved at time of report. It was stated surgical intervention did not occur, but surgical intervention was planned but has not been scheduled. Patient's status was alive-no injury. It was later reported on (B)(6) 2017 that it was unknown as to when the patient first started experiencing the pain symptoms and lack of pain relief. It was noted a catheter revision or replacement was planned, and was tentatively scheduled for (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the catheter had to be replaced because it was no longer connected to the spine, but was putting the medication into the body cavity. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a company representative. The patients pump was delivering dilaudid and bupivacaine. The catheter was explanted and replaced on (B)(6) 2017 and would not be returned as it was discarded by the customer. The company representative was unaware of the issues prior to this report date but was told that a dye study was done prior to surgery on an unknown date and there was no cerebrospinal fluid return. Upon explant, the entire catheter was removed easily through the pump pocket and the catheter was not attached to the anchor, no anchor was visualized. It was unknown as to what factors may have led or contributed to the issue. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿. No symptoms were mentioned and no further complications were anticipated/reported

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (con). It was reported medtronic devices placed since 2017 due to the patient clinic losing this information. The patient stated, 'I'm 87 and I'm not surgical material.' While on the call, the patient stated 'the catheter was replaced because it came slipped and came loose, so the medications were going into my body cavity, and I wasn't getting any use out of the medications.